Manufacturer narrative:
The qc results were acceptable and gave no indication of a reagent or instrument issue. The analyzer alarm history contained no conspicuous events. The field engineering specialist was unable to determine a cause. He replaced the pinch tubing and syringe seals. He performed successful performance and precision testing. The customer calibrated the instrument and performed successful control testing. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys troponin t stat assay (tnt stat) results for 6 patients tested on a cobas e 411 immunoassay analyzer. From the data provided, 5 patients had discrepant results. The results in question were reported outside of the laboratory. The tnt stat reagent lot was 390066 with an expiration date of 31-mar-2020.

Manufacturer narrative:
Upon further investigation, it was determined that the calibration performed prior to the discrepant results was not optimal. The expected calibration result was about half of what it should have been and this could cause the elevated results that were observed by the customer. A new calibration was performed on (B)(6)2019 . The new calibration corrected the issue, so the repeat results performed after this new calibration were accurate. Qc was very elevated during this timeframe as well and was corrected with the new calibration. No targets or ranges were provided, but it was at least double after the calibration in question. The specific cause of the calibration issue could not be determined.